Event description:
A patient death was reported. The date of death was (B)(6) 2013 at 09:10. The cause of death was suicide. It was noted that the cause of death was not device related. The medications used within the system were dilaudid, compounded baclofen, and bupivacaine.

Manufacturer narrative:
Product ID: 8709, lot# j11003r10, implanted: (B)(6) 2002, product type: catheter. (B)(4).